Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by abdominal pain and tiredness. The cause of the event was not reported. The patient was hospitalized and was treated with amit acid and heparin. At the time of this report, the patient was recovering from tiredness, however, the patient outcome for the peritonitis event was not reported. Pd therapy was discontinued. No additional information is available.